Manufacturer narrative:
This ra lead was explanted, but will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this patient developed a pocket infection where this right atrial (ra) lead is implanted. There were no additional adverse patient effects reported.